Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient was currently in a rehabilitation center because the patient had a fracture in his lumbar. The patient was admitted on (B)(6) 2016 and it was unrelated to the pump. The patient was wondering if the pump was working because the patient had some concerns. It was stated that the pump felt like it wasn¿t working. The patient never had perceptibly received any relief from the pump since being implanted on (B)(6) 2014. The patient had seen three different pain doctors (two who don¿t manage the pump). It was stated that the hcps don¿t understand how such little medication can cover the patient¿s preexisting pain needs. The hcp saw the patient in 2015 and stated that the pump was probably something that wouldn¿t work for the patient and prescribed strong pills (oxycodone and oxycontin). The pills were making the patient sick since (B)(6) 2016. The patient wanted to get the pump working, so he wasn¿t so sick from the pills. The patient wasn¿t sure if he had anything in the pump. The patient was due to be discharged from the center on (B)(6) 2016. On (B)(6) 2016, additional information was received from the consumer. The patient reported he had never had therapy benefit since implant and a sensation. The patient stated someone was supposed to come to assisted living facility on (B)(6) 2016, but no one showed up. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.